Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having their battery moved up a little bit because "it's painful to lay on." The battery was moved with no issues,  the patient was happy with the new location. The issue has been resolved.